Event description:
It was observed during the device evaluation the gastrointestinal videoscope jet tube has foreign objects (white foreign material). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause for the foreign objects to remain in the jet tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.